Event description:
Per the audiologist, the pt presented at the clinic unable to hear with her cochlear implant system. Exchanging the pt's external equipment and reprogramming the sound processor did not resolve the problem. The results of an integrity test 2007 showed the cochlear implant was not functioning. Explantation/reimplantation surgery was discussed but had not been scheduled at the time of this report.